Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device was received with missing end cap sticker. Further testing could not be performed due to the prime anomaly.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 340mg/dl. Troubleshooting was performed. The caller stated that the insulin squirted out during the manual process. The customer mentioned that the belt clip has snapped when it fell and hit the tile. No further information was provided.